Event description:
Customer reports the use by date on the comfort curve test strips as 01/31/2008; manufacturer's database and batch record confirmed the actual use by date to be 08/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.